Event description:
It was reported that during a laparoscopic nissen procedure, while using a gen11 generator and upon the initial use, the device was smoking while dissecting. The device cut, but was not sealing right from the start, this lead to bleeding 20 minutes into the surgery. The case was converted to an open. The patient lost 5-6 liters of blood and was given 20 units of blood. Later the patient was flown to (B)(6) and was re-operated. Last night the patient expired. The patient was a (B)(6) male in good health and not taking any blood thinners. The branch of the portal vein is where the bleeding was coming from. The device was discarded.

Event description:
Received information from the surgeon at the (B)(6), where the patient died, that the death was related to an injury caused by a liver retractor and not the ees harmonic ace

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. : date of death is either (B)(6) 2012. Multiple attempts have been made to obtain information or speak directly with the surgeon, without success. Additional information from the sales rep: surgeon claimed from the beginning of the case that the harmonic was not working right. It was smoking too much and not coagulating. Sometimes it would seal, and then the seal would appear to break afterwards. They were in the or at fort healthcare for about 5 hours, of which the majority of that (minus 20 minutes) was to control the bleeding. Regarding the device smoking: were the jaws open during backcutting or while the blade is active without tissue between the blade and tissue pad? No. Was there any visible tissue buildup at the distal end of the shaft: no. Was the tissue pad inspected? Unknown. What other instruments were used during the surgery? Ligasure to try to maintain bleeding when things got out of hand. Did the gen11 display any yellow alert screens during the procedure? No. What power setting was the generator on? 3/5. Was the power level of the generator changed to achieve better cutting and/or coagulation? No. How long has the surgeon and account been using the gen11? Since last fall. Were you present for the procedure? No. Were the jaws cleaned of tissue between transections? This happened so early in the use - that it was not an issue. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. No. Does the patient has a known coagulation disorder? No. Has the patient taken any steroids? Don't know. What was the total blood loss? Anesthesia estimated 5-6 litres. What was the patient's pre-op hemoglobin and hematocrit? Hemoglobin preop 13 (per resident). What was the patient's post operative hemoglobin and hematocrit? Unknown. What was the reason for the re-operation? My understanding was internal bleeding, but that was only inferred. What was the reason for transporting the patient to a different hospital? This was (B)(6) - wanted the best resources available. On what date did the patient die? I was told evening. But that could have been (B)(6) 2012 or (B)(6) 2012. Was an autopsy performed? Anticipated, but don't know.